Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel perforation occurred. The totally occluded target lesion was located in the left anterior descending artery(lad). A crossboss catheter was selected for use. During the procedure, the physician attempted to advance the device; however, it was noted that the device perforated the artery. The catheter was pulled out from the patient's body and a long balloon inflation was done. Angiogram was then performed and noted that the perforation had sealed by itself. There were no further patient complications reported and the patient's condition was stable.